Manufacturer narrative:
D4. Primary UDI number: correction. H3 and h6. Codes: updated. One (1) used administration set, and two (2) customer images were returned showing the sample and the suspected leak site. As received, there were no damages or anomalies observed. To replicate clinical use, the administration set was spiked onto the returned medication bag backfilled with 100ml of water. The administration set was then installed onto a cadd-solis 2110 pump and 6.2ml of priming was performed. No leaks were observed. In order to detect leakage, the sample was tested using a hydrostatic pressure pump as per the manufacturing procedure. A leak was observed from the asv valve short tubing and the rest of the tubing. A bond pull test was performed on the asv valve-tubing connection and the tubing was observed to break before the tubing was pulled out from the bond. The complaint of leakage was confirmed, and the probable cause is due to a solvent application error during manufacturing. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
H2: supplemental generated to capture the updated lot history review. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that on an epidural catheter in l1-l2, they found a leak at the level of the tubing near the thread connection with the filter. Date of installation was on (B)(6) 2025. Immediate actions were stopping the syringe pump and removing the epidural catheter 24 hours before the prescribed date. Immediate apparent consequences for the patient were discontinuation of the administration of analgesics with a risk of uncontrolled analgesia in a 13-month-old child, potential infectious risk due to the rupture of the closed system and risk of gas embolism with probable air entry into the system. The incident was reported to ansm. There was patient involvement, but no patient harm reported.